Manufacturer narrative:
Addditional information was added to d1: brand name, d4: catalogue #, d4: unique identifier (UDI) #, d9, g4: PMA/510k #, h3, h6 and h11: d4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection, with the naked eye, was performed which revealed a broken occluder leg located beneath the twist clamp. Functional testing observed a leak through the closed twist clamp due to the broken occluder leg. The reported condition was verified. The reported condition was verified. The cause of the broken occluder leg could not be determined, however, a potential cause is if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow with the twist clamp of the minicap transfer set closed. This occurred during use of the device for peritoneal dialysis therapy. When the cap was removed, despite the screw (twist clamp) turned in the closed position, the liquid still flowed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.